Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 118 mg/dl. The customer states that frequently no or intermittent response by button press (all buttons). The insulin pump was not dropped or exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted.